Event description:
It was reported that prior to starting a da vinci s surgical procedure, the surgical staff observed that the prongs were bent on the housing of the maryland bipolar forceps instrument. The planned procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the top plug riser pin is pushed into the back end and the bottom pin is slightly bent. The chassis feature that retains the bipolar insert and pins is broken. Engineering determined that the chassis feature most likely broke due to mishandling. Engineering evaluation also observed that one side of the distal end of the main tube has a 2" long section with light material removed. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if additional info is received.